Event description:
Device malfunction: difficult to deploy. Time of malfunction: during the procedure. Symptoms/ae: deployed in unintended site. It was reported that during an interventional procedure, an rx acculink stent was placed at the target lesion and reportedly, after unlocking the deployment mechanism, the handle locked up and the device would not deploy. The device was locked and unlocked in an attempt to retract the pull back handle. The physician used force to ultimately deploy the stent; however, it was deployed past the target lesion in an unintended site. A second rx acculink was used and successfully implanted in the target lesion. There were no reported adverse pt sequelae. Though requested, no add'l information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. A follow-up will be submitted with any relevant information.